Event description:
It was reported that battery did not hold a charge. No information was available regarding the customer¿s blood glucose level, so there was no reported impact to the customer¿s blood glucose level. Customer declined assistance and no additional follow-up or corrective actions were taken, and no further information was received regarding the outcome of the event.